Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the hospital complaining of shocks received. Upon interrogation, it was noted that the patient's right ventricular (rv) lead had fluctuating pacing impedance measurements, and noise causing inappropriate therapy. The patient indicated that they had fallen a few months prior and they are noncompliant with home monitoring and physician visits. The lead was reprogrammed off and revision is planned. No further patient complications have been reported as a result of this event.